Manufacturer narrative:
The field service rep determined the cause to be a hole in the cuvette rinse station supply hose number 6, and replaced rinse station supply hose. Verified analyzer performance by performing mechanism checks, with no leaks detected.

Event description:
User reports a leak coming from underneath the analyzer onto the floor and into the walkway. No one has been injured, and no pt samples have been affected.